Event description:
It was reported that the patient received an inappropriate shock due to lead noise which was not prevented by the device. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.